Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland. "Free flow." Customer information: "when new (full) fentanyl syringe has been inserted to the syringe pump and waited for the piston to settle into the syringe, it was noticed that the pump indicated an empty syringe. The pump had pushed the entire contents of the syringe onto the floor, the tube was not attached to the patient. Checking if there is an error in operation ?".

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device history files were read and analyzed. An infusion of fentanyl was found on 2022-11-21. During this infusion, no abnormalities occurred. After this infusion a syringe change was performed. The drive head approached to an empty syringe. It could not be clarified why the syringe was empty. No other abnormalities were found. A visual inspection was performed. The device was in a clean state and no visible damage could be found. A functional test was performed. The device passed the self test. An ops 50ml syringe was inserted, and the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. The function of the piston brake was tested. An ops 50ml syringe was inserted and the brake gripped the syringe. No malfunction of the piston brake could be detected. The device was disassembled and the inside was investigated. No visible damage was found inside the device. The complaint could not be confirmed. In summary the perfusor space operated within our specification. The malfunction could not be reproduced.